Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a highly tortuous and highly calcified lesion in the right coronary artery (rca). Atherectomy was performed and a 3.0x38mm xience sierra stent was deployed in the mid portion of the rca. A 3.0x20mm trek rx balloon dilatation catheter (bdc) was then advanced without resistance to post-dilate the xience sierra stent per standard procedure. The bdc was pressurized to 20 atmospheres (atm) twice for 10 seconds. The bdc was then removed without resistance; however, the distal portion of the shaft separated from the catheter. The bdc was removed with the non-abbott guiding catheter, and it was noted that the shaft remained in the guiding catheter upon removal of both devices from the patient anatomy. It was confirmed that no part of the bdc remained in the patient anatomy. Another non-abbott guiding catheter was placed, and a 3.5x23mm xience sierra stent was deployed in the proximal rca. The stent was then post-dilated per standard procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters, trek rx, global instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.